Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). On (B)(6) 2017, it was reported that the device was stuck bad and mesh was defected. The customer returned a meshgraft ii device, serial number (B)(4), for evaluation. The device history record (DHR) review was unable to be performed as the DHR associated with this serialized device was unavailable for review at the time of processing this complaint. This issue is being further investigated. Zimmer (B)(4) has not previously repaired/evaluated meshgraft ii serial number (B)(4) as documented in the repair reports in livelink services. Product review of the meshgraft ii by zimmer (B)(4) on (B)(6) 2017 revealed that the device does not work. It was noted that the cutter blade and side plat failed. It was also noted that the roller shaft part had a scratch. Repair of the meshgraft ii was performed by zimmer (B)(4) on (B)(6) 2017 which included replacement of the cutter side plate and roller. Meshgraft ii, serial number (B)(4), was then tested and functioned properly. It was repaired, inspected and tested. The reported event was confirmed since during the product review by zimmer (B)(4) it was that the device does not work. It was noted that the cutter blade and side plate failed. It was also noted that the roller shaft part had a scratch. The root cause of the reported event could not be specifically determined with the information that was provided. During the product review by zimmer (B)(4) it was that the device does not work. It was noted that the cutter blade and side plate failed. It was also noted that the roller shaft part had a scratch. It is unknown with the information that was provided how this occurred. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process.

Event description:
It was reported that the device was stuck bad and mesh was defected. No adverse events were reported as a result of this malfunction.